Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was disposed after surgery therefore, the device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : smoking and battery had burning smell. Probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for heat: 1. Material/design error. 2. User error. The reported failure mode will be monitored for future reoccurrence. The manufacturing date is not known. Added initial reporter postal code.

Event description:
It was reported that there was a thermal event.